Event description:
It was reported to philips the device could not be used without power during service. It was connected to the power and thus could be resuscitated. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. No ECG monitoring strips or case event files were provided to philips for review. A philips authorized distributor evaluated the device and found the battery was faulty. The customer was advised to replace the battery. The device passed all performance assurance tests and was returned to the customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device could not be used without power during service. It was connected to the power and thus could be resuscitated. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.